Event description:
It was reported that pump displayed malfunction code malf 16 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer reset pump with guidance from technical support, but malfunction recurred, so pump replacement was arranged under warranty. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode before returning it, and was advised to re-enter pump settings, reconnect continuous glucose monitor to replacement pump, and return malfunctioning pump using prepaid label, which customer understood and acknowledged.